Event description:
This pt had a pubo vaginal sling procedure in combination with hysterectomy and anterior repair in 2002. In the postoperative period, they developed significant drainage and separation of their infrapubic incision and this apparent infection has extended to the sling. They were found to have vaginal discharge and dehiscence of the vaginal mucosa. They underwent infrapubic and vaginal exploration, [and] removal of sling in 2002. Surgeon reports that [pt] had similar infection with boston scientific repliform tissue regeneration matrix during the same time period. [It is not known if the surgeon is referring to this particular pt or other pts.]